Event description:
It was reported that ¿a lack of oxygen was observed after the expanding of the catheter balloon which provide a obstruction of it. This provide a important hypoxia and troubles in cardiac rhythm requiring an adrenaline injection and a replacement of the nim catheter by a normal catheter. The intervention was stopped (the patient was just incised) and the patient was transferred to cardiology intensive carte unit. Myocardial signs of suffering were observed and a coronaroplasty might be considered. The catheter was normally placed.¿ follow-up with the nurse anesthetist found that approximately 10 minutes after intubation and cuff inflation the air pressure was checked with a manometer and that is when a small leak in the balloon [cuff] was observed requiring additional inflation with a syringe. The expanding of the balloon caused the obstruction of the catheter and lack of oxygen. The patient was hypoxic for approximately one minute before the medical staff observed the lack of oxygen/decreased oxygen levels. The patient was released from the hospital the day after the operation and was reported to be in good health.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was discarded by the user facility; therefore, a product evaluation could not be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.